Manufacturer narrative:
Additional MDR's associated with this article: 3025141-2019-00078: case 1; 3025141-2019-00080: case 3; 3025141-2019-00081: case 4; 3025141-2019-00082: case 5; 3025141-2019-00083: case 6.

Event description:
Following implantation of an acutrak screw, the patient experienced post op stiffness with flexion contracture at 64 months post op. Several interventions were attempted including therapy, extension splinting and indomethacin. No revision surgery was performed. Also, radiographically the following were detected: radio-capitellar arthrosis (grade 2) and avascular necrosis. Case 2. From: article: large coronal shear fractures of the capitellum and trochlea treated with headless compression screws. Mighell, mark; virani, nazeem a.; shannon, robert; echols jr., eddy l.; badman, brian l.; keating, christopher j. J shoulder elbow srug (2010) 19, 38-45.